Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient was externally defibrillated while wearing the lifevest. The root cause for the open resistor was the external defibrillation, the lifevest is not defibrillator proof. There was no device malfunction contributing to the patient death.

Event description:
On (B)(6) 2020: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was doing physical therapy in a hospital at the time of the event. The patient arrested and the nurse and hospital staff performed resuscitation efforts. Per the patient's continuous ECG recordings, the patient was in a sinus rhythm at 70 bpm degrading to asystole with intermittent cardiac activity. The rhythm transitioned to severe bradycardia/sinus tachycardia from 10 to 120 bpm with CPR artifact. The patient then went into nsvt at 190 bpm transitioning to continuous vt at 200 bpm for 30 seconds. The patient was externally defibrillated after 30 seconds, and the post-shock rhythm was bradycardia at 40 bpm with CPR artifact. The patient then transitioned to sinus tachycardia at 100 bpm from 15:33:52 until the electrode belt was disconnected at 16:10:40. The patient was in a life-sustaining rhythm at the time of the device removal and subsequently passed away on (B)(6) 2017.